Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During the procedure, the thread broke. There were no adverse patient consequence. Additional information has been requested.

Manufacturer narrative:
Conclusion: according to visual inspection of the actual device, no device failure was detected and the product is within specification.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.